Event description:
It was reported that during a laparoscopic appendectomy procedure, the surgeon was training the resident on firing the device. The resident started firing the device and then stopped. The cutline and staple line were equal in length. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Date sent: 08/18/2010. Firing trigger teeth. Evaluation summary- the analysis results found that the ats45 device was received with the firing mechanism damaged and with a white reload loaded in the device. The reload was received partially fired and with the lockout spring normal. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue then indicated or attempted to fire through a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. A batch record review was performed and no anomalies were found during the manufacturing process.